Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated together with npd engineer. Visual observation confirms the anchor broke, confirming this complaint. It was also observed that the anchor was cheese wired. This cheese wiring effect has been typically observed due to excessive tension being placed on the sutures during anchor deployment which is consistent with the observed failure on this complaint anchor. A design change to the distal tip of the anchor is currently in progress per dva to address these failure modes and strengthen the tip of the anchor to help mitigate similar future complaints. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. At this point in time, no further actions are warranted. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported that during a rotator cuff repair that the tip of his healix advance (br) anchor 4.75 dissolved. The sales rep stated the surgeon used fibertape and when he went to tie the suture the tip of the anchor just dissolved. The surgeon completed the procedure with a swivel lock anchor with no patient consequences but with a 10 minute delay. The surgeon used the purple awl, the anchor was still on the inserter when the tip dissolved and the bone quality was average to good. The sales rep was not present and could not provide any further information.